Event description:
It was reported that the right ventricular lead exhibited intermittent loss of capture with near syncope. Thresholds were elevated in certain positions. The lead was found to be fractured. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.